Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the atriclip ach235 device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2019 a patient underwent an on-pump aortic valve, mitral valve, tricuspid valve repair, and left atrial appendage management (laam). There were no reported device malfunctions, atriclip (ach 235) was placed on laa. Post-op (B)(6) 2019 a transesophageal echocardiogram and a computed tomography were performed that showed the atriclip had migrated to the tip of the atrial appendage, laa was fully open and a thrombus. Surgeon started the patient on anticoagulation medication and patient was discharged in stable condition.